Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a temperature alarm. Customer reported an elevated blood glucose (bg) level of 315 (mg/dl) and delivered an injection to address bg level. It was indicated that the customer would use manual injections for back up insulin therapy.